Manufacturer narrative:
The disposal was visually and functionally tested. A root cause could not be identified related to the manufacturing process for the disposable. A batch review was performed. No issues or exceptions were noted. No manufacturing related issues were detected that could contribute to the reported incident. The instrument was tested and review of the electronic log files confirmed all safety systems functioned as expected. Testing of the instrument indicated that all safety systems passed on the instrument. The operator reported that she attempted to pause the procedure during the first return cycle and that the instrument did not stop, however, the log files indicate one pause followed by an operator initiated resume. Per the electronic log file, the system subsequently transitioned to a second draw cycle and three donor occlusion alarms occurred during that cycle, each of which was resumed by the operator. These events occurred prior to the termination of the collection procedure when the operator pressed the stop button. The operator apparently was aware that a clot was present in the tubing during plasma return. It is unclear why the procedure was not stopped when a clot was observed. The adverse effects section of the operator's manual indicates that improper operating conditions may cause complications such as blood loss, hemolysis, air embolism, and blood clotting. (B)(4).

Event description:
The user facility reports a donor experienced an approximate 5-6" clot returned during the first return cycle of a double red cell donation procedure. At the start of venipuncture, the machine indicated a flow issue the operator made several readjustments and was able to continue the procedure with a low draw rate. The return cycle started at about 20 ml/min. Midway thru the return cycle, a clot was noted in the return cycle, a clot was noted in the line approximately 5-6 inches in length attached to the wall of the tubing. The clot was located between the needle and midway to the 'y' junction. The operator continued the procedure watching the clot. After 5 minutes, the clot began to dislodge. As the clot was starting its return to the donor, the operator called for another tech. The operator was not able to stop the instrument before the clot was returned to the donor. The procedure was discontinued and the operator kept the donor lying down while calling her compliance team. The user facility made the decision to call 911. The donor was transported to the hospital for further eval. The donor was okay when she left center. (B)(4) followed up with the donor and indicated that the donor is doing well. Because the donor had no physical distress at the emergency room they were able to do minimal questioning and observation.